Event description:
Information received by medtronic indicated that the insulin pump had a big mark on the display and was spreading on whole screen. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). S/w version: 5.2a, retainer ring: black. Customer returned pump for alleged cosmetic damage located at the screen found on (B)(6) 2022. Pump received with missing segments/partial display. Unit passed the displacement test, sleep current test, active current test and self-test. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Power connectors plug in and locked in place properly. Unit shows damage on lcd controller and lcd glass. Test unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, overlay scratched, damaged display window cover, cracked case, cracked case (battery tube), battery tube threads - cracked, cracked reservoir tube lip, cracked glass, and bleeding. Cosmetic damage was confirmed at the screen. Missing segments/partial display confirmed. Partial display confirmed due to cracked and bleeding lcd screen. Exposed to moisture found on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.